Event description:
Patient (B)(6) is using the dexcom g7 continuous glucose monitoring (cgm) system. Four consecutive monitoring patches have failed with the subcutaneous probe "needle" breaking off of the patch sending unit. One such probe is still believed to be embedded subcutaneously in the right upper arm as evidenced by what appears to be an ongoing cutaneous foreign body reaction. The failed units are two from lot #1825142004 and two from lot #1825100009. Patient (B)(6) is electing to discontinue use of the g7 system. Pt code: 2687. Device code: 2906. Reference report, mw5176530, mw5176531, mw5176533.